Event description:
A (B)(6) old male pt's nurse called zoll customer support to report the belt connection would not lock into the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connection unable to lock into monitor) has been confirmed. Upon evaluation, the trunk cable connection had bent pins. The root cause of the damaged connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the bent trunk connector pins. The pt received a replacement electrode belt.